Event description:
It was reported that: "the inflation cuffs are not holding air properly. There was no reported patient harm or consequence."

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The reported complaint of "unable to inflate - cuff" could not be confirmed since the actual sample was not returned. The customer r eturned one unit 5-10114 et tube, cf, 7.0 for investigation. One representative sample was returned. An actual sample was not returned. Upon functional inspection, no problems were found with the returned device as it was able to properly inflate and deflate. No leaks were found with the sample. The IFU states, "the tracheal tube cuff inflation system, including the valve, should be checked prior to intubation. If a malfunction is a detected in any part of the system, the tube should not be used." "Care should be taken to avoid damaging the thin-walled cuffs during intubation. If cuff is damaged, the tube should not be used." The IFU also states, "cuff pressure should be monitored routinely to assure that an adequate tracheal seal is maintained and that the cuff has not become over-inflated. The tracheal tube cuff should be slowly inflated with the minimum amount of air required to provide an effective tracheal seal. Do not inflate with a measured volume of air or by "feel" of pressure in the syringe since little resistance should be felt during inflation." A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. The probable cause of this complaint issue could not be determined without the actual device. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "the inflation cuffs are not holding air properly. There was no reported patient harm or consequence."